Manufacturer narrative:
The customer rejected the repair estimate. The device was returned unrepaired to the customer, per the customer's request.

Event description:
The manufacturer received information alleging a ventilator was alarming and the exhalation valve in the patient circuit was not operating properly. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure related to the active exhalation control module was observed.